Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network setting failure. A technical support specialist identified that the pyxis net connector was set to public, which prevented the station from communicating with the drawers. The tss changed the setting back to private, after which the drawers began functioning properly. The tss then verified drawer operation using the hardware testing application and attached the knowledge article (how to - initial troubleshooting questions for station not communicating/all drawers failed) for reference. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all machines were stuck on a black screen displaying prompts and command line text following a recent system upgrade. Attempts to resolve the issue, including hard reboots of the machines, were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.